Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with minor scratched display window, cracked case at the display window corners and cracked reservoir tube lip. No cracked on the display noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer's insulin pump has a cracked display. Advised insulin pump would be replaced. No additional information was provided.